Event description:
It was reported that continuous glucose monitor displayed error and did not function properly with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and successfully restarted sensor session without further errors.